Event description:
Facility returned the device for service. During service testing, baxter service engineer observed that pump has depleted batteries. There was no report of pt injury or medical intervention as resulting from this failure.